Event description:
A customer reported an altitude alarm on their pump. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 145 mg/dl. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, but the issue persisted. The customer was then instructed to load a new cartridge, after which the alarm did not recur. The pump subsequently resumed normal operation.